Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/09/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: visual analysis of the returned product revealed that one opened sample (needle/suture piece) product code y316 was received for evaluation. Upon visual inspection of the returned sample, the suture end was observed cutted. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code y316 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. The following information was obtained: 5 strands were cut, I could only identify 4, there is a 5th that I don't know if it was monocryl or monocryl plus. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Stomach with jejunum in the gastrojejunal anastomosis and jejunum with jejunum in the jejunal-jejunal anastomosis. In both anastomoses. Please clarify the intra-op event: what does it mean ¿the sutures were cut repeatedly¿? Was this suture breakage, is this a surface related suture issue, did the suture pull off (detached from the needle)? When the doctor was doing the anastomoses, the strands were cut without any force being applied to the knot. This happened when knotting and tensioning the suture to tighten the knot. The thread was cut, at a distance of a few centimeters from the needle. None were dismounted from the needle. How many sutures broke during this procedure? Five strands were there any patient consequences due to the 15 minute prolonged surgery time? No, there was no consequence please confirm the specific number of patient events, per suture product and the quantity of sutures involved. During this patient's surgery, four 3-0 monocryl sutures were cut. Three strands were cut from the y316h code and one from mcp316h. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was stated in the additional information that 5 sutures broke during this patient event, however, the only information provided was that four total 3-0 monocryl sutures were cut. Three strands were cut from the y316h code (monocryl suture 3-0) and one from mcp316h (monocryl plus suture 3-0). Did 4 or 5 sutures break during this patient procedure? If 5 sutures did break during this patient procedure, what is the product code and lot number for this 5th suture? Note: event reported in 2210968-2021-07355, 2210968-2021-07356, 2210968-2021-07357 and 2210968-2021-07358.

Event description:
It was reported that a patient underwent a laparoscopic gastric bypass surgery on (B)(6) 2021 and suture was used. During the procedure, the suture was cut. The doctor was very careful not to use excessive force when tying the knots. Another like device was used. The surgery was delayed by 15 minutes. The procedure was completed successfully. There were no adverse patient consequences reported. Additional information was requested.